Manufacturer narrative:
The differential power supply pcb was in use for two weeks before it failed. The board was replaced due to a hard failure. Cause of this event was premature failure of the diff power supply pcb. Per labeling, instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message.

Event description:
The customer reported that there was a malfunction of the diffrential power supply printed circuit board (pcb) on the coulter lh 780 hematology instrument and controls and patient specimens were exhibiting interference on the differential dataplots before the board failed. Per the information provided, the results were demonstrating codes (¿..) And/or r flags. The latron control was out of range for conductivity. Conductivity channel pulse interference failed. Based on available information, the customer stopped using the instrument and patient samples were rerun on an alternate instrument. No erroneous results were reported out of the laboratory. There was no death, injury, or effect to patient treatment.